Manufacturer narrative:
B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided.

Event description:
It was reported that guidewire fracture occurred requiring intervention. A 190cm, straight-tip samurai guidewire was selected for use. During the procedure, it broke off in the patient's body. The remaining piece was retrieved via snare. No patient complications were reported.